Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a delivery anomaly from the insulin pump. The customer's blood glucose reading was 393 mg/dl. The customer stated that the pump is not delivering insulin. The customer stated that she forgot to fill the cannula dead space after removing the introducer needle. The customer stated that there have been no recent changes to her settings. The customer stated that she received a low battery and hi alert. The customer stated that the pump has not been exposed to magnetic fields. The customer stated that the pump was not worn during an MRI. The customer stated that she has contacted her health care provider and they agreed that the pump should be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.